Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 3 potential false negative sars samples when validating the assay. Customer states the samples had previously tested positive by pcr (timeframe of pcr testing unknown). Through interview with the customer it was found they were using universal transport media with the samples tested, which is outside product use specifications. Report 2 of 3.